Event description:
There was a report from the (B)(6) alleging a humidifier caught fire. An (B)(6) boy allegedly received burns to his face and limbs. The residence allegedly received property damages.

Event description:
There was a report from the (B)(6) fire marshals office alleging a humidifier caught fire. An (B)(6) boy allegedly received burns to his face and limbs. The residence allegedly received property damages.